Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient felt warmth during recharging and overstimulation during ambulating and because of these events he stopped recharging his ipg, hence the ipg is inoperable. X-rays were taken and revealed no anomalies. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the ipg was removed and replaced on 12/19/2017 (reference MFR. Report: 3006705815-2018-00048).